Event description:
The account alleged that the bed was in a chair position and the scale was reading err 4. He lowered the head section and after letting off of the head down switch, the head ran back up unintentionally.

Manufacturer narrative:
The account found the left siderail was causing the issue. Repairs have not been completed.